Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during out of box, a malformed blood port was found on the oxygenator.   No patient involvement.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 21, 2018. The returned sample was visually inspected upon receipt and found that the blood ports on the oxygenator were damaged. A retention sample from the same product code / lot number combination was visually inspected and found to have no damage or anomalies specially on the blood ports of the oxygenator. All oxygenators are 100% visually inspected at several points in the production process. The packaging of the product also ensures protection against damage to the blood ports on the oxygenator. It is likely that the ports were damaged by a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up